Manufacturer narrative:
Other relevant device(s) are: product ID: 8870, lot/serial#: unknown, implanted: n/a, explanted: n/a, product type: software; ubd: n/a, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 50 mg/ml of morphine at 0.3 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a pump replacement on (B)(6) 2019 and when the new pump was started at the lowest simple continuous rate the pump had to be turned down because the patient was getting too much medication. The rep stated that another rep was called to the emergency room and the pump was turned to minimum rate mode. The rep reported the hcp refilled the pump on the day of the report with 10 mg/ml of morphine (at 0.06 mg/day), (B)(6) 2019, and estimated that it would take 5 days for the old medication to clear. Technical services reviewed that with the catheter volume and minimum rate mode the old concentration would take 82 days to clear. It was reported the patient was getting too much medication and the symptoms were sudden, however, the symptoms were not described. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp). Regarding the report that the patient was "getting too much," the hcp stated the patient was not receiving more medication than prescribed and intended for delivery. It was reported the patient had experienced crf (chronic renal failure) with an acute flare-up, and had a nstemi (non-st-elevation myocardial infarction). The cause of the patient's symptoms was provided as renal failure and the non-st-elevation myocardial infarction. Additional information was received from the manufacturing representative (rep). The rep reported that when the patient's pump was refilled with 10 mg/ml [of morphine] on (B)(6)2019 the hcp did not update the drug information with the 8840 and kept the drug information as 50 mg/ml at the 0.3 mg/day dose (minimum rate). It was reported that at some point the patient had been in the emergency room and was given narcan, however it was unknown what day this occurred. On (B)(6) 2019 the patient was at the clinic and the hcp wanted to increase the dose to 2.4 mg/day while keeping the drug concentration programmed at 50 mg/ml, even though the actual drug in the pump was 10 mg/ml the rep inquired how long it would take to clear the 50 mg/ml from the internal pump tubing and the catheter. It was reviewed that 0.042 ml of 50 mg/ml has infused since (B)(6) 2019. Technical services provided assistance with programming a modified bridge bolus (B)(6) 2019. The modified bridge will run for 199 hours and 30 minutes and will be done sometime on (B)(6) 2019. The patient will then start receiving 10 mg/ml of morphine at the 2.4 mg/day dose. It was reported the secondary drug in the reservoir was tetracaine 2 mg/ml. The rep reported the serial number of the 8840 and the software card version used to program the pump was unknown. The rep reported that the physician made the decision to put in a lower concentration and run it at the old dose and concentration. The pump was programmed as discussed with technical services.